Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported intermittent lock up failure. Physio replaced the system controller pcb and user interface pcb assemblies as a precautionary measure and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that the device would intermittently display a white screen and lock up. There was no patient use associated with the event.